Event description:
It was reported that the patient with this inflatable penile prosthesis reported that had developed and diagnosed with an inguinal abdominal hernia. He was told by the physician that the prosthesis was wrapped around his urethra and bladder, and they would not do the surgery. The patient wanted to ask if he should have the functional device remove and replaced if he would have the surgery. The patient service specialist suggested the patient to discuss with his physician. No further information was provided.